Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had no image. The issue was observed during preparation for use. There were no reports of patient involvement.

Event description:
There is no additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable cause of the malfunction is an electrical/electronic component problem - damage or deterioration of parts due to wear and tear. Olympus will continue to monitor field performance for this device.